Manufacturer narrative:
G4:20jan2021. B4:20jan2021. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the blower made a loud noise. The asp verified that the air inlet filter was not dirty or blocked and that cooling fan was operational. The asp replaced the blower and confirmed the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported to philips that the blower on the device was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site.